Event description:
Patient reported that they have noticed a few teeth on the bottom are separating from one another. Photos provided that show post retainer shifting, gums are inflamed, hygiene appears to be a concern and recession. Advised patient to visit dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.